Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Evaluation of the unused sample shows evidence of foreign matter on the spike of the drip chamber and on the inside of the spike cover. A device history record review for model 2426-0007 lot number 20129017 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 12dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the foreign matter is grease from the manufacturing process of the drip chamber. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Evaluation of the unused sample shows evidence of foreign matter on the spike of the drip chamber and on the inside of the spike cover. The root cause of the foreign matter is grease from the manufacturing process of the drip chamber.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: material #: 2426-0007. Batch/ lot #: 20129017. It was reported that a foreign matter was identified on the tubing set. Our rn opened a new package of this tubing 2426-0007 and found this.